Event description:
The customer reported a false positive alinity I total b-hcg result generated by the alinity I processing module for a patient. The sample was repeated, and a negative result was obtained. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): sid (B)(6). On (B)(6) 2025 initial result = 1314.63 miu/ml (positive) on (B)(6) 2025 repeat result = <2.30 miu/ml (negative) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a field data review, and a labeling review. Return testing was not completed, as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity I total ss-hcg assay (list number 07p51) did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68017ud00. The overall performance of the alinity I total -hcg reagents in the field was reviewed using data gathered from customers worldwide. The median patient result for the complaint lot is within the established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of the device history record did not identify any non-conformances or deviations with lot number 68017ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I total ss-hcg reagent, lot number 68017ud00.

Event description:
The customer reported a false positive alinity I total b-hcg result generated by the alinity I processing module for a patient. The sample was repeated, and a negative result was obtained. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): sid (B)(6): on (B)(6) 2025 initial result = 1314.63 miu/ml (positive), on (B)(6)2025 repeat result = <2.30 miu/ml (negative) , there was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). This report is being filed on an international product, list number 07p51 that has the same product distributed in the us, list number 07p51, with 510k/PMA/bla number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.